Manufacturer narrative:
The pump was not returned to moog. We were unable to perform an evaluation, and the complaint is still unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old. Not returned.

Event description:
The initial reporter stated the following: "[the patient's father] called this afternoon about his pump that is pumping air to his son." A follow-up conversation with the father produced the following information: "he understands our direction for setting a specific dose instead of an infinite dose but he feels the pump should be able to detect the air pumping through the set and alarm at the end of a feeding and not have the risk of pumping air into his child... He claims he had to remove 100 ml of air from his childs feeding tube after a 20 hours of feeding, the feedings were provided 4 times within the 20 hours. He refused to provide a rate and dose of each feeding. His child did not require any medical attention." (B)(4).